Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead dislodged due to patient confusion and excessive activity. The patient was taken in for a lead revision; however, due to the patient¿s confusion and combative behavior, the physician elected to remove the lead and not replace it. It was noted that the patient was not pacemaker dependent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.